Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to have stripped threads. The battery cap was also observed to be damaged with stripped threads and a contact height that was not within specifications. A test cap was used to complete investigation; however, the test cap did not secure properly to the pump. The damaged cap and case complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump battery cap would not attach to the pump. The reporter indicated that the battery compartment was stripped. The reporter also indicated that the battery cap had never been replaced related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.